Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. The user facility name / location and customer contact information were also not provided, so no further followup can be performed. As a preventive measure, the instruction manual contains several warnings and cautions for avoiding damage to the distal end of the guidewire: ¿if any resistance is felt or the tip¿s behavior and/or location seems improper, stop manipulating the guidewire and/or endotherapy accessory and determine the cause¿ ¿do not use the instrument if it has excessive bends, broken areas on the guidewire surface or other damages.¿ and ¿do not stick out the guidewire more than the end of the crossed marker from the distal and of the endoscope¿. The instruction manual also states, ¿use this instrument only in combination with products recommended by olympus¿, and contains specifications for compatible olympus endotherapy accessories. The instruction manual also has directions for pre-procedure inspection of the guidewire, and also states, ¿always have a spare instrument available¿ during the procedure.

Event description:
Olympus was informed that during a biliary stent replacement procedure, the guidewire that was inserted inside an unknown model 18g fine needle aspiration device frayed, and the tip of the guidewire broke off into the patient¿s liver. The breakage occurred when the clinician was attempting to advance the guidewire from the left intrahepatic duct to the hilum. It is not known how the broken off guidewire fragment was removed from the patient. The model of endoscope used in the procedure is also unknown. The needle with guidewire was withdrawn, and the procedure was cancelled. The patient was reported hemodynamically stable during the procedure, but underwent additional hospitalization as a result of the event.

Manufacturer narrative:
This supplemental report is being submitted to report that olympus is not the legal manufacturer of the reported device, and that the initial MDR was submitted in error. The device is manufactured by terumo corporation. The information has been forwarded to terumo for their record.